Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there were wear and tear damage to enclosure, front cover, tank cover and the line cord. The pole clamp was broke and inoperable. There was a outdated print circuit board and power switch. The technician confirmed the reported issue with visual inspection and testing the operation of the pole clamp. The root cause of the reported issue was found to be cause by the user. The technician replaced the enclosure, tank cover, front cover, line cord, pole clamp and reflux plug. The printed circuit board and power switch was upgraded under a corrective action and preventative action. The technician performed the preventive maintenance (pm). The device passed all the functional testing. Unique identifier and protocol # are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device has a broken pole clamp. No patient injury was reported.